Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2016. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis manifested by abdominal pain and cloudy pd effluent. The breach was further described as a cat bit through their peritoneal lines. The patient was not hospitalized. The patient was treated with unspecified antibiotics at the pd clinic daily for two weeks. In the same month as event onset, the patient recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.